Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button was sticky or non-responsive and the screen was scratched or cracked which hinders view of the screen. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the batteries were going out every 10-14 days. The insulin pump had trouble coming back on when the battery completely died. The customer also reported crack in the upper corner of the case. The device will not be returned for analysis.